Event description:
In 2008, a patent/layperson alleged that his onetouch ultra meter prompted er2 after inserting a test strip the same night as the call. The pt either did not take or skipped a dose of his novolog insulin as a result. During troubleshooting for the customer care advocate, cca, the alleged issue was resolved. Nevertheless, the cca replaced the product. After the issue began, the pt reportedly was shaky; however, no harm or medical intervention was alleged. Since this senior medical affairs specialist has been unable to reach the pt at the number provided, the complaint is classified based upon the info the pt gave to the cca. Because the pt's symptoms can be associated with severe hypoglycemia, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.